Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ concentric luer lock syringe was missing the printed scale on the cylinder. No serious injury or medical intervention was reported.

Event description:
It was reported that bd plastipak¿ concentric luer lock syringe was missing the printed scale on the cylinder. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: one physical sample and one picture sample were received for evaluation by our quality engineer. Upon visual inspection of the samples, ink stains were observed on the barrel of the syringe but the scale and logo of the syringe were missing. A device history record review for lot number 1804250 revealed one related annotation during the production process. During the manufacturing process, a failure was detected within the marking machine, which caused ink stains and compacted scales. A mechanical team repaired the failure and the defective samples were rejected to scrap. During the rejection process, all of the defective product was not properly rejected due to human error. Manufacturing personnel have been made aware of this incident. Investigation conclusion: human error in which the affected syringe was missed inside the marking machine without being detected by the operator.